Manufacturer narrative:
The customer requested for an onsite repair. At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported circuit disconnect and low pip alarms on the vela ventilator. The customer confirmed that there was no patient harm associated with the reported event.